Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was not reproduced. The messages were confirmed through a review of the event history log as improper shutdown messages, and were found to be caused by back flex chaffing at traces #29 and #30 where they came in contact to the right screw of the scanner bracket. The back flex was replaced through the replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump turns on and off without user input. It was also reported there was no patient involvement.